Event description:
A (B)(6) male pt contacted zoll customer support to report that one of his batteries will not charge. When placed on the charger, a picture of a battery with a line through it appears. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. Upon evaluation, the battery output voltage was 2.4v. The cause for the low output voltage cannot be positively determined but was likely the result of defective cells. The root cause of the defective cells cannot be positively identified. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.